Event description:
The initial reporter provided examples of discrepant results for 3 patient samples tested for elecsys troponin t hs (troponin t hs) between (B)(6) 2024 on a cobas 8000 e 801 module. The date of event is an approximation; no specific dates were provided. Patient 1 initial result was 42 pg/ml. The repeat result was 9 pg/ml. Patient 2 initial result was 121 pg/ml. The repeat result was 17 pg/ml. Patient 3 initial result was 105 pg/ml. The repeat result was 41 pg/ml.

Manufacturer narrative:
The troponin t hs reagent lot number and expiration date were not provided.

Manufacturer narrative:
The customer ran all patient samples tested for troponin t hs in duplicate since these events occurred. The customer has not complained of any further issues. Based on the data provided, a clear root cause could not be identified. A general instrument or reagent problem could not be identified. The investigation did not identify a product problem.